Event description:
Reporter alleged the device generated a result of "lo" with an un-dosed test strip inserted. Reporter stated no actions were taken and no treatment was received. Request was made for the return of the suspect device and replacement product was sent.